Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 1/5/2018 device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. The product was inspected by a qualified inspector using a 12x magnification. It can be seen that the product was cut, most probably to make explant possible. Investigation of the return sample and the condition does not suggest the damage was introduced during manufacturing. The customer''s reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling was not reviewed because limited information was received regarding the issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 25.0 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to going from a multifocal to a non multifocal lens. There was no incision enlargement, vitrectomy or capsule tear. The lens was replaced with a zcb00 with a lower diopter iol. Reportedly, there was no patient injury and the patient is doing well post-operatively. No further information was provide.